Event description:
A report was received that the patients pocket site was getting hot. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients pocket site was getting hot. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)). Device evaluation indicated that the ipg passed all tests performed and revealed anomalies.